Manufacturer narrative:
This report is submitted on may 02, 2023.

Event description:
Per the clinic, the patient underwent skin revision surgery under general anesthesia (date not reported) due to poor magnet retention.